Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient experienced an infection at the scs ipg pocket site. In turn, the patient underwent surgical intervention wherein the scs system was explanted to address the issue in (B)(6) 2020.